Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated enzymatic carbonate (eco2) results were obtained on multiple patient samples on a dimension exl with lm integrated chemistry system. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse found that the sample drain was leaking, and the leak was contained inside the system, replaced the sample drain assembly, aligned the sampler to the sample drain, primed the system with the sample probe cleaner and confirmed that no leaks in the instrument and ran a system check, which recovered acceptably. Based on the siemens evaluation, it is concluded that a leak in the sample probe drain, which caused insufficient cleaning of the sample probe potentially contributed to falsely elevated eco2 results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that the falsely elevated enzymatic carbonate (eco2) results were obtained on multiple patient samples on a dimension exl with lm integrated chemistry system. The erroneous results were not reported to the physician(s). The correct results for the affected samples are unknown. The customer did not provide sample data to siemens. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated eco2 results.